Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bottom drawer does not open or close properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was jammed. A field service engineer (fse) identified that the railing cage was broken and stuck in the back. Fse uninstalled the drawer, replaced both rails and reinstalled the drawer to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.